Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, one side of the medium-large clip applier was bent so it would not hold the clip and would not clip. The procedure was completed as planned. On (B)(6) 2024, intuitive surgical, inc. (Isi) received mw5155165 stating: "this has one side of instrument that is bent. Did not work. During the procedure one side of instrument was bent and would not hold clip. It did not work and was defective. Nothing remained in patient. Did not continue to hole clip for procedure. First two times worked and then would not. During the robot case this instrument arm was clipping like it should and then it stopped working and would not hold the clips." Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The clip applied to the clip applier like it should, so no damage was noticed. The issue was not identified while the clip applier was loaded as the clip loaded correctly. The incident with the clip applier occurred prior to clip application with the instrument in the patient. The clip would not clip. It would not clip when they attempted to clip. The issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip. The issue was not related to clip opening after closure of the clip. The issue was related to unsuccessful clip application. There was no injury or harm to the patient. The incident occurred at the first attempt to use the clip applier. The issue resolved after they got a working clip applier to replace it.